Manufacturer narrative:
Failure analysis was not able to verify the compromised force sensor system alarm due to cracked end cap. The pump had scratched lcd window, cracked case display window corner, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of the incident. The customer stated that the force sensor did not seat properly during seating and force sensor had been broken. The insulin pump was returned for analysis.